Manufacturer narrative:
(B)(6). 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product was provided and product was produced after the solvent improvement change. 3m continues to monitor these types of complaints.

Event description:
It was reported that the 3m ranger(tm) high flow blood/fluid disposable had an leak at they connector and the tube turns on itself making the flow of fluids slow down. No patient injury was noted and the type of fluid being used was not specified.

Manufacturer narrative:
Manufacturer narrative: included UDI which was missing from previous report. Included the expiration date and manufacturing date which was not provided in the initial report. This information was provided by quality on july 11, 2017 subsequent to initial report date. End of report.